Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged the day after its implant, as confirmed via x-ray. A revision was performed wherein the physician attempted to reposition the lead, but accidentally cut the insulation instead. The ra lead was extracted and the patient was treated with intravenous antibiotics to resolve the issue. A new ra lead was implanted at the procedure. No additional adverse patient effects were reported.